Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via the manufacturer representative reported that the patient had shocking down the leg and no therapy benefit. The hcp told the manufacturer representative this had occurred all of the time, but the manufacturer representative just found out that the patient had an implantable neurostimulator (ins) reimplanted in (B)(6) 2015. The leads and ins had been explanted and would be returned. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received from the health care provider (hcp) reported that they were uncertain as to the cause of the shocking down the patient's leg and lack of therapeutic benefit.